Manufacturer narrative:
Model number/catalog number 72400024, serial number null, batch/lot number 1000368313. Model/catalog description balloon fgs 61-70 cm. Model number/catalog number 72404131 serial number null, batch/lot number 1000335147. Model/catalog description belt cuff fgs 4.5 cm iz. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient stated experiencing recurring incontinence and a burning sensation with urination with an artificial urinary sphincter (aus). The patient also indicated experiencing problems as the pump would stay flat and not refill. Patient liaison provided some refill techniques but the patient indicated they did not work. Patient liaison recommended the patient to contact the physician's office to report those symptoms.

Event description:
It was reported that the patient stated experiencing recurring incontinence and a burning sensation with urination with an artificial urinary sphincter (aus). The patient also indicated experiencing problems as the pump would stay flat and not refill. Patient liaison provided some refill techniques but the patient indicated they did not work. Patient liaison recommended the patient to contact the physician's office to report those symptoms.

Manufacturer narrative:
Model number/catalog number: 72400024, batch/lot number: 1000368313, model/catalog description: balloon fgs 61-70 cm. Model number/catalog number: 72404131, batch/lot number: 1000335147, model/catalog description: belt cuff fgs 4.5 cm iz. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.